Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. All buttons functioning properly. No moisture/damage/unlocked j2/lcd keypad connector during visual inspection noted. Device was received with normal operating currents and rewind test, passed self-test, a21 error test. No unexpected low battery, batt out limit, failed batt test alarms or rewind anomaly during testing. However, device alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test or verify no delivery alarm due to motor error alarm. Motor passed motor test. Device had stripped battery cap coin slot (p). The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump received motor error and button error. The customer¿s blood glucose level was unknown. The customer reported that they had received a motor error alarm and no delivery. It was reported that insulin pump was slower during rewind and also had button errors. The insulin pump will not be returned for analysis.